Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer was "running through insulin too fast." Reportedly, the pump was using too much insulin. Customer's blood glucose level was 197 mg/dl. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.